Event description:
The reservoir clotted off during a case and had to be changed out to complete the procedure.======================manufacturer response for apex vvr4000i reservoir, (brand not provided) (per site reporter)======================will send attachment.